Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer exposed the pump outside in a high humid climate. Reportedly, customer was unable to do troubleshooting with tandem technical support and declined further information. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "keep the pump protected when not in use. Store at temperatures between -4°f (-20°c) and 140°f (60°c) and at relative humidity levels between 20% and 90%" h3 other text : device not returned.